Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device detected false tachycardia due to oversensed electromagnetic interference during an magnetic resonance imaging (MRI). The device remains in the patient. No patient complications have been reported as a result of this event.